Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via telephone call that she was receiving repeated no delivery alarms. She stated that she is a diabetes educator and is able to resolve the issues herself and usually does not call for help. The customer had also experienced motor error alarms. She also reported that she is lean and unable to insert on the stomach and uses her legs. She reported that the insulin currently in the insulin pump at that time appeared discolored. The blood glucose reading was 500 mg/dl. The insulin pump was not returned or replaced at this time.